Event description:
It was reported that patient presented in the ER with complaints of side pain. High capture threshold was noted. When repositioning was unsuccessful, the lead was explanted and replaced. There were no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.